Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a heart attack. The patient was performing pd therapy at the time of the heart attack and was connected to the device at the time. The patient was admitted to the hospital for the event. Treatment was not reported. Five days after the event, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported event could not be determined. Should additional relevant information become available, a follow-up will be submitted.